Event description:
It was reported there was a pump memory error. Upon interrogating the pump the healthcare provider (hcp) found a pump memory error and discovered that the reservoir volume was not accurate. There was no alarm and the pump was not stopped. The hcp indicated the reservoir volume should have been more than 5ml and the displayed volume was only 1.5ml. The next refill date was not until (B)(6) 2012. It was noted that the patient did have an MRI back in mid august there was no patient event, the hcp was able to update the pump successfully and the issue was resolved. The medication in the pump was clonidine, bupivacaine and morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j10906r37, implanted: (B)(6) 2001, product type catheter. (B)(4).